Event description:
During a right total knee replacement two of the end teeth on the saw blade broke off and were easily retrieved without injury or delay. Postoperative x-ray was negative for any foreign material.